Manufacturer narrative:
(B)(4). The pump was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer performed displacement test, self test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.